Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would be sitting at their desk and feel like they were going to pass out, tunnel vision and feel poorly for a period of time before returning to normal. It was also reported that the patient felt pre-syncopal. The implantable pulse generator (ipg) was reprogrammed however these changes did not work well. Initially the patient felt better but the symptoms have come back. The patient has been scheduled to be seen soon. The ipg remains in use. No further patient complications have been reported as a result of this event.